Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with a driveline power fault alarm. Log files were submitted for review. The event log file captured driveline power a fault alarms on (B)(6) 2025 and (B)(6) 2025. Further inspection revealed no fluid was inside the driveline. The modular cable and system controller were exchanged. The patient was told to move around and complete 20 different power cable disconnect alarms after the exchange. The alarm did not occur after performing a self-test on the system controller. Additional log files were submitted for further analysis. The event file confirmed that the driveline power fault did not return post modular cable and system controller exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarm was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate modular cable. On (B)(6) 2025 at 20:35:58, the log file captured driveline power fault alarms due to intermittent power a broken faults. The alarms were active for the remainder of the log file ((B)(6) 2025 09:15:46). The driveline power fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. Additional log files were submitted associated with the new controller, serial number (B)(6), did not capture any driveline power fault alarms. The returned modular cable, lot number 8313858, was connected to a test controller, mock circulatory loop, power module, and system monitor and run for an extended period without issues or atypical alarms. The electrical resistance of the underlying wires was measured and observed to be slightly elevated. The insulation of the underlying wires was tested and passed. The outer layers of the modular cable were stripped, and the underlying wires were physically unremarkable. Multiple attempts were made to obtain additional information regarding if there were any adverse events or issues to patient support due to the alarms; however, no additional information was provided and to date. A root cause for the driveline power fault alarms was not conclusively determined through this analysis; however, the observed wire fatigue could have contributed. The device history records were reviewed and the records reveal that the heartmate modular cable, lot number 8313858, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. The heartmate 3 IFU, section f, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.